Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other incidents reported for mechanical issue from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other cds referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report the gripper and clip arms opening. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds 80922u145) was advanced to the mitral valve. While grasping, the grippers opened further without movement of the knob. Deployment was continued. After deployment, it was noted that the clip arms relaxed a little; therefore, the decision was made to use an additional clip to further reduce mr. The ntr cds (81002u115) was advanced to the mitral valve. The clip was implanted; however, the same issue occurred. Two clips were implanted, reducing the mr to 2+. The physician noted that if the clip there was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.